Event description:
The patient had an ultrasound guided right breast mammotome performed. After the biopsy was performed the mammomark clip marker was placed and the end of the sheath sheared off inside of the patient's breast during clip deployment. The fragment remained in the patient's breast. The doctor has consulted with the manufacturer and is still determining what action to take in regards to removing the fragment.